Event description:
Customer reported a past low blood glucose event with the lowest level at 51 mg/dl. Cause of low bg was unknown. The event was managed by consuming carbohydrates. Customer was advised to consult a healthcare professional to discuss factors affecting blood glucose levels.